Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing of signals from the patient's left ventricular assist device (lvad). Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.